Event description:
The facility pharmacist reported to baxter, a 2.2 micron extension set that had been turning brown at the filter during use. The drug being used was a total parenteral nutrition (tpn) mix with lipids. The fluid going through the filter was clear, but the filter itself was turning light brown. The pharmacist added that there did not seem to be any correlation with the concentration of tpn being used. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection showed that the solution had turned brownish color. It also appeared that the filter had a light brownish tint, confirming the customer reported condition. The root cause is not yet identified.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.